Event description:
On (B)(6) 2012 -(B)(4)- it was reported that the consumer allegedly flipped backwards on his scooter after getting the mail, and was heading back to the house when incident occurred. He was taken to the hospital, and sustained a scratch on his elbow. The dealer went to inspect the home, and indicate that there was a slight curb where the event happened, and he went over it prior to the unit flipping over. There was no malfunction detected on the unit, and no serious injury was reported.